Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Reporter is a j&j sales representative. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for (B)(4). It was reported by the sales rep that during a rotator cuff repair procedure on (B)(6) 2023, it was observed that the expressew iii suture passer w/o hook device would not fire the expressew iii needle device through tissue. Another like devices were used to complete the procedure with a 10 minute delay. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : four needles were returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. The needles were received with its original packaging. Upon visual inspection, it was observed that the needle has no structural anomalies, the white plastic flag was found correctly positioned, the flag is seated in its corresponding mark on the shaft. The needle was tested on a expressew gun reported in this case, the needle was loaded and deployed as normally. Based on this condition, the complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 67254, and no non-conformances were identified. According to visual and functional test results, this complaint cannot be confirmed. No more information was provided on how or when the failure has occurred; therefore, a definite root cause for the issue experienced cannot be established. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.